Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx40 instrument false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " the customer reports too many positives, and finally some of them were false positive. "

Event description:
It was reported that while using bd bactec¿ fx40 instrument false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: the customer reports too many positives, and finally some of them were false positive.

Manufacturer narrative:
Investigation summary a failure was reported on a bd bactec fx40 instrument (p/n 442296, s/n (B)(6) customer reported false positive results on their instrument. Customer stated the manual subculture came back negative, no erroneous results were reported and no patients were impacted. A field service engineer (fse) was dispatched and found that there had been a large variation in the ambient temperature in the facility. The fse ensured the instrument was working properly before releasing the instrument back to customer. The root cause of this issue is facility ambient temperature. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to false positive issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.